Manufacturer narrative:
The devices remain implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2004, a gore excluder bifurcated endoprosthesis trunk-ipsilateral leg component (lot#021411802), a gore excluder bifurcated endoprosthesis contralateral leg component (lot# 032230419), and a gore excluder bifurcated endoprosthesis aortic extender component (lot#033090208) were implanted. Two months later, a gore excluder bifurcated endoprosthesis iliac extender component (lot#022671406) was implanted.

Event description:
In 2004, a gore excluder bifurcated endoprosthesis was implanted. Two months later, a postoperative computed tomography scan revealed a distal type I endoleak. The same month, a gore excluder bifurcated endoprosthesis iliac extender component was implanted and the distal type I endoleak was successfully repaired.